Event description:
It was reported that to ease the pain of a patient who was giving natural birth to a second child at 7cm a catheter was inserted by the anesthesiologist. The catheter worked perfectly the first 15 minutes but then it failed to function. There was an increase of the pain again with liquid at the puncture point. It seemed that the catheter removed by itself by 2cm from puncture point. Another catheter from brand braun was used with success.

Manufacturer narrative:
(B)(4). A device history record review was performed with a potentially relevant finding. A nonconformance was initiated only as a general nonconformance to temporarily allow certain finished good part numbers to be packaged with additional gauze in order to better secure medication ampules in the inner tray. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed with a potentially relevant finding. Based on the information provided, the potential root cause of this issue is design related. A CAPA was initiated to further investigate this complaint issue.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that to ease the pain of a patient who was giving natural birth to a second child at 7cm a catheter was inserted by the anesthesiologist. The catheter worked perfectly the first 15 minutes but then it failed to function. There was an increase of the pain again with liquid at the puncture point. It seemed that the catheter removed by itself by 2cm from puncture point. Another catheter from brand braun was used with success.